Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient was turned in the bed and then the message ¿sensor failure¿ appeared. A chest film showed that the iab was at the 4th and 5th intercostal space. They had notified the physician for next steps in relocating the iab. The transducer was already set up and the flush bag was connected. The getinge representative advised the customer to disconnect the fo cable and walked them through steps to zero. This was successful and the issue was resolved. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter full name:(B)(6). Event site full name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a